Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt has developed hemolysis. The pt has a history of being noncomplaint with coumadin therapy. During admission, the pt's automatic implantable cardioverter-defibrillator (aicd) fired. The pt had a pump exchange. Once explanted, the hospital confirmed a separation of the outflow graft at the bend relief which was believed to have been the cause of hemolysis.

Manufacturer narrative:
The attached user facility report # (B)(4) was received from the intermacs registry. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.